Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the coronary artery. A 2.50x24mm synergy drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent fractured. The procedure was completed with another of the same device. No patient complications were reported. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found damage to the stent profile. The third most distal row showed signs of damage, causing the segment to become elevated in a distal direction from the stent profile. The ro markerbands were examined and there was no damage noted. A visual and tactile examination identified damage to the distal tip profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Multiple hypotube kinks were identified along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the coronary artery. A 2.50x24mm synergy drug-eluting stent was advanced to treat the lesion. However, during procedure, the stent fractured. The procedure was completed with another of the same device. No patient complications were reported. The patient's status was stable.